Manufacturer narrative:
Additional information provided on 01/14/2021 from the neurosurgeon stated that "during the covid outbreak they were restricted from using antibiotic saline as well as some changes to their protocols during operations". The neurosurgeon also stated that even though "they did not conduct a study on what was going on, he doubts our dura product was the cause". There was no change to conclusions.

Manufacturer narrative:
Event reported was not specific to a device lot. Due to limited information, the manufacturer could not complete a full investigation.

Event description:
Post-operative infections noticed. The customer reported that they have noticed an increase in infections and they believe it may be due to the this product being used instead of the competitor product. Based on limited correspondence and information available, it is unknown if the product was removed or replaced or if there was any additional treatment executed in order to resolve the reported infection.